Event description:
It was reported that the ventilator generated a technical alarm indicating error in the internal memory. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description and service report. Ventilator's log files were not attached to this investigation. Our field service engineer (fse) was on site could narrow the issue down to the control printed circuit board (pcb). After replacing the pcb the unit began to work. Afterwards the unit passed all functional and safety tests and was returned for clinical use. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.